Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated that the malfunction occurred when the user tried to issue the medication to a patient, there was a medication delay. The user managed to get the medicines from another pyxis unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer (fse) had removed the latch tower and greased the latch terminals to resolve the issue. The system functioned as intended after the field service engineer repaired the device.